Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading 58 mg/dl and the insulin pump went into threshold suspend but her blood glucose is 128 mg/dl. Customer stated she has found sensors with bent cannulas. Customer calibrates 4 times a day. Customer was advised to reconnect old sensor and change sensor if she still experienced signal issues. It was also recommended to change the orientation of the transmitter. Nothing further reported.